Event description:
Multiple reports on the buretrol tubing is allowing air to pass under the ball of the drip chamber when the line has run dry and the tubing is hanging in the vertical position. The baxter large volume pumps are detecting the air and alarming before the air moves beyond the pump.